Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 50000018 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that an unknown patient underwent an afib - persistent ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The hemostatic valve was leaking. The vizigo sheath was leaking into the hemostatic valve after removing the dilator. The reporter stated that once the catheter was inserted, it seemed to be working fine so the physician chose to continue using it for the procedure. No patient consequences were reported. There was no physical damage on valve/hub. It is unknown if the hemostasis valve (gasket) broke into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 5cc. Hemostatic valve leak is MDR-reportable.